Manufacturer narrative:
For cobas b221 with serial number (B)(6), the investigation confirmed the following information: the provided calibrations surrounding the date of the event were acceptable. The provided qc results were acceptable except for four glucose and lactose results and one na result. The system error database revealed no system stops or errors that could indicate a malfunction of the instrument around the date of the event. For cobas b221 with serial number (B)(6), the investigation confirmed the following information: the provided calibrations surrounding the date of the event were acceptable. The qc database revealed that the glucose and lactose parameters failed from (B)(6)2021 to (B)(6)2021. Also, automatic qc measurement failed, due to non-calibration, insufficient sample, and hemolysis. All other automatic qc measurements passed, including the automatic qc measurements on the date of event. The system error database revealed no system stops or errors that could indicate a malfunction of the instrument around the date of the event. A general instrument issue could be excluded. The investigation reviewed the comparison results between the two cobas b221 analyzers. Based on the pco2, po2, ph, so2, and o2hb parameters, the investigation indicated that the sample which was tested on the cobas b221 with serial number(B)(6) was metabolized between sample collection and sample measurement. The investigation did not identify a product problem.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable po2 and so2 results for one patient tested on two roche omni s analyzers. The serial numbers for the roche omni s analyzers were (B)(4). The patient had two different syringes collected at the same time. The customer tested one syringe on each omni s analyzer. The results were not reported outside the laboratory. The po2 and so2 reagent lot numbers and expiration dates were requested but not provided.